Event description:
During cardiac cath/pci, the guidewire became fixed within a previously placed stent. Interventional radiologist gently withdrew the guide wire then noted on fluoroscopy the tip of the guide wire had separated and was embedded and fixed in a stent strut. Pt was to be transferred to a university setting for extraction of the catheter tip as soon as a bed became available. Six days later on the morning she was to be transferred, the patient coded and expired. The acute event did not appear to be related to the retained catheter tip, however, the physicians could not confirm with 100 percent certainty. An autopsy was not performed.